Event description:
It was further reported that the multiple losses of power were not given a specific reason but it was assumed that the patient had double disconnected as it had been done in the past.

Manufacturer narrative:
A supplemental report is being submitted for additional information to the event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of log file data revealed history of multiple motor start events with parameters outside of the typical range. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction to b3 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. No performance allegations were made against the device; therefore, the purpose of this investigation is solely to address the finding identified during analysis of the controller log files. Log file analysis revealed motor start events recorded on 06/may/2022 at 14:38:23, on 18/may/2022 at 22:48:44, on 24/jun/2022 at 22:57:38, on 04/jul/2022 at 22:40:08, on 09/jul/2022 at 02:15:36, on 06/oct/2022 at 03:06:15, on 03/jul/2023 at 16:09:04, on 07/aug/2023 at 09:02:22, on 24/oct/2023 at 15:20:43 in which the motor start parameters were atypical. As a result, the finding was confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed an additional motor start event with parameters outside of the typical range. It was noted that the motor start was due to a controller exchange performed per the facility's equipment policy.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed additional motor start events with parameters outside of the typical range; accidental double disconnect was suspected.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2022 at 14:38:23, on (B)(6) 2022 at 22:48:44, on (B)(6) 2022 at 22:57:38, on (B)(6) 2022 at 22:40:08, on (B)(6) 2022 at 02:15:36, on (B)(6) 2022 at 03:06:15, on (B)(6) 2023 at 16:09:04, on (B)(6) 2023 at 09:02:22, on (B)(6) 2023 at 15:20:43, on (B)(6) 2024 at 11:37:35, and on (B)(6) 2024 at 05:20:58 in which the motor start parameters were atypical. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 11:37:19, indicating that the controller was powered on without the driveline connected, likely in preparation for the controller exchange. Log file analysis also revealed two (2) controller power up events with an associated motor start event were logged on (B)(6) 2024 at 11:32:45 and 11:37:11. Various parameters, including time, patient ID, and pump ID were programmed between the controller power-up events. In addition, review of the event log file revealed that the controller was not in use prior to the first power-up event, indicating the power-up events occurred during a controller exchange, as described in the event details. Furthermore, log files revealed one (1) additional controller power up event with an associated pump start was logged on (B)(6) 2024 at 05:20:54. The controller was without power for twenty-two (22) seconds. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the power-up event were not available. As a result, the reported atypical motor start parameters and loss of power events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the first two controller power-up events can be attributed to a controller exchange, as described in the event details. A possible root cause of the third controller power-up event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2024 / serial or lot#: (B)(6) d9: no h3: yes h4: mfg date: 21-jul-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed additional motor start events with parameters outside of the typical range.

Event description:
It was further reported that during review of the log files the controller exhibited multiple losses of power.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 06/may/2022 at 14:38:23, on 18/may/2022 at 22:48:44, on 24/jun/2022 at 22:57:38, on 04/jul/2022 at 22:40:08, on 09/jul/2022 at 02:15:36, on 06/oct/2022 at 03:06:15, on 03/jul/2023 at 16:09:04, on 07/aug/2023 at 09:02:22, on 24/oct/2023 at 15:20:43, on 06/nov/2025 at 00:29:55, and on 18/jan/2026 at 01:32:28, in which the motor start parameters were atypical. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on 27/mar/2024 at 11:37:19, indicating that the controller was powered on without the driveline connected, likely in preparation for the controller exchange. One (1) additional vad disconnect alarm was logged on 18/mar/2025 at 17:49:15, indicating a physical disconnection of the driveline from the controller. Log file analysis also revealed two (2) controller power up events with an associated motor start event were logged on 27/mar/2024 at 11:32:45 and 11:37:11. Various parameters, including time, patient ID, and pump ID were programmed between the controller power-up events. In addition, review of the event log file revealed that the controller was not in use prior to the first power-up event, indicating the power-up events occurred during a controller exchange, as described in the event details. Furthermore, log files revealed six (6) additional controller power-up events, with associated motor start events, logged on 1/jul/2024 at 05:20:54, 15/sept/2024 at 08:01:05, 30/mar/2025 at 11:43:49, 09/apr/2025 at 00:08:48, 06/nov/2025 at 00:29:51, and 18/jan/2026 at 01:32:20, indicating losses of power to the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data points covering the first five losses of power were not available. The data point recorded prior to the loss of power on 18/jan/2026 revealed that (B)(6) was connected to power port one (1) with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 25% rsoc. The data point logged after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for twenty-two (22) seconds, eleven (11) seconds, twelve (12) seconds, fourteen (14) seconds, six (6) seconds, and ten (10) seconds, respectively. As a result, the reported atypical motor start parameters and loss of power events were confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the first two controller power-up events can be attributed to a controller exchange, as described in the event details. A possible root cause of the remaining controller power-up events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.